Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a battery replacement only. After initial connection with the new battery, connectivity and impedances were all out of range. The hcp attempted multiple times to better the connection by removing and screwing in the leads to the battery. After multiple attempts, a wens was used to verify lead integrity which were all in normal range for impedances. At that time, the ins was attempted to be connected once again, but the hcp could not fully advance. A new ins was requested. After opening the second battery, the same issue arose and at that time the hcp used a scalpel to straighten the edge of the 0-7 lead and was able to advance it all the way. Post-op impedance check showed that 8-15 were all in range, but 1, 2, 3, 5, 6, 7, and 15 were out of range. The issue was not yet resolved. The first battery that was not used was going to be sent back for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep assumed that the screws were not fully backed out before advancing since the hcp was able to advance prior. The rep was going to evaluate more post-op to determine further actions to take to resolve the impedance issue. No further complications were reported.